Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump stopped working and it said power off. Customer stated that it will not come back on even after she changed the battery. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer is not at home and was using batteries that are being provided. Customer stated that the pump is not on and she did not receive a low battery alert prior to the off no power alarm. Customer was given an ac delo branded battery to use and the pump turned back on. Customer declined to continue troubleshooting. Customer was assisted with clearing out the battery out limit alarm. Customer was able to set the time and date without assistance.